Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced signal loss between a dexcom g6 sensor and the ilet immediately after sensor warm-up, resulting in no glucose readings on the ilet until the device was powered off and on, after which readings resumed and blood glucose was not impacted. Symptoms included no clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and user education, including device restart. Investigation of this case revealed a transient communication disruption limited to the interface between the continuous glucose monitor and the ilet, which resolved with a power cycle and did not involve alarms. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue consistent with signal interruption.